Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the bolus button was found to be intermittently responsive, all of the other buttons were found to be responsive. Contamination was observed under the bolus button contact. Unrelated to the event the keypad was found to be torn and contamination was observed under all of the keypad button contacts. The display lens was found to be loose and moisture was observed under the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.